Event description:
A customer contacted baxter's technical service center reproting air in the patient line during initial drain on the home choice (hc). The technical service representative (tsr) recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through ending therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the air in the tubing (without alarm). Per the hp, she stated she did not open the clamp during prime which caused the air. The hp resumed therapy starting over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is confirmed and the assignable cause is determined as use error, because the patient reported that they had the clamp closed on the patient line during the priming stage. The patient reported to seeing air bubbles in the patient line. The air was caused by the clamp being closed during the priming stage, because not allowing the patient line to prime properly would cause the air in tubing.